Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Hip revision of broken/fractured trunnion. The patient was at church and "heard a pop in her hip". She was taken to a local clinic for x-rays and discovered that the trunnion of the stem had broken. Pictures and x-ray are available. Left hip. Patient height and weight not available.

Manufacturer narrative:
An event regarding a crack/fracture involving an accolade stem was reported. Disassociation was confirmed following review with a clinical consultant. Method and results: device evaluation and results: the device was not returned however images of the explanted device were available. The images showed a wearing of the stem trunnion and the stem separated from the head. Medical records received and evaluation: a review of the provided medical record and x-ray by a clinical consultant noted: there is very limited info but the available x-ray confirms a catastrophic trunnion failure with severe substance loss and femoral head disassociation. Component position is however very adequate while no heterotopic ossifications or other pathology are evident that might have contributed to the problem. The primary arthroplasty report also provides no clues to the solution and because there is no other information, this case cannot be solved with the current information. Conclusions: a review a clinical consultant concluded: there is very limited info but the available x-ray confirms a catastrophic trunnion failure with severe substance loss and femoral head disassociation. Component position is however very adequate while no heterotopic ossifications or other pathology are evident that might have contributed to the problem. The primary arthroplasty report also provides no clues to the solution and because there is no other information, this case cannot be solved with the current information. Further information such as device lot details, return of the device, additional pre- and post-operative x-rays and the full primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Hip revision of broken/fractured trunnion. The patient was at church and ¿heard a pop in her hip¿. She was taken to a local clinic for x-rays and discovered that the trunnion of the stem had broken. Pictures and x-ray are available. Left hip. Patient height and weight not available.